Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer reported no additional issues had been experienced. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin deliveries had stopped and the pump prompted the customer to perform the fill tubing sequence. The customer's blood glucose (bg) level was 283 mg/dl and a manual injection was administered to address the bg level. Tandem technical support (cts) informed the customer that the load sequence would have to be completed. Cts reviewed the pump logs and informed the customer that the pump was unlocked and the load sequence was selected. The customer could not recall selecting the load sequence purposefully.